Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) device did not meet expected longevity. Disclaimer: submission of information by medtronic under the medical device reporting

Manufacturer narrative:
Asku

Event description:
It was reported the patient was experiencing diaphragmatic stimulation. The lv amplitude was decreased "with good results." No further patient complications were reported as a result of this event. The left ventricular lead and device were explanted and replaced. The device was returned to manufacturer, analyzed, and subsequently tested out of specification.

Event description:
It was reported the patient was experiencing diaphragmatic stimulation. The lv amplitude was decreased "with good results." No further patient complications were reported as a result of this event. It was later reported the left ventricular lead and device were explanted and replaced. The device was returned to manufacturer, analyzed, and subsequently tested out of specification. Later reported the left ventricular lead was explanted due to "non functional."